Event description:
The pt reported that the pump dispensed insulin from the cartridge during the load step.

Manufacturer narrative:
The pump was returned to animas. Eval revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump history did not detect any "no cartridge detected" warnings. The complaint was not duplicated during any of the "ezprime" operations during eval.